Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient was experiencing disorientation, vomiting, and had loss of smell. The patient¿s cgm was reading low mg/dl. The patient¿s husband took her to the emergency room (ER). Due to her loss of smell, the patient had a covid test done, which was negative. The patient¿s bg meter reading was 665 mg/dl while the cgm was reading 41 mg/dl. The patient was treated with insulin and had a chest x-ray done while hospitalized. It was also noted the patient was wearing an insulin pump (brand info not provided). The patient was discharged home two days later. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.